Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-01. The rep stated that the patient¿s implantable neurostimulator (ins) was replaced on the day of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not been using stimulation for 4 years and was unable to charge like normal. Environmental factors were unknown. A 60 minute trickle charge was started. The manufacturer representative instructed the patient that they would need to attempt charging for several hours to try to wake up the implantable neurostimulator (ins). The issues were not yet resolved. The patient was alive with no injury and a surgical intervention was not planned, scheduled, or performed. Follow up information received from the manufacturer¿s representative on march 2, 2017 reported that an overdischarge (od) on the ins was alleged. The trickle charge did not resolve the not being able to charge issue as the patient attempted charging for 8+ hours without success. Further information received from the manufacturer representative on march 9, 2017 reported that there were no further efforts to bring the patient¿s ins out of the overdischarge were planned at time of report. There were no complications or that no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date of the previous regulatory report ((B)(4)) has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-25. The rep stated that they would contact the hospital tomorrow and find out if the implantable neurostimulator (ins) will be returned for analysis. They have no received the product from the hospital yet. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) indicating that they were to get the device into the mail that evening. No further complications were reported.

Manufacturer narrative:
Analysis determined that the device was permanently damaged due to being overdischarged. If information is provided in the future, a supplemental report will be issued.